Event description:
It was reported by the aci vascular closure specialist that a male pt underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the femoral head using a 6f sheath (model unk). A pre-procedure angiogram showed the vessel to be approximately 6 mm in size. Peri-procedure the pt was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the access site was closed, a hematoma formed to the left of the access site. Pressure was applied for 10 minutes in which the hematoma was resolved. A femostop was placed on the pt for added protection.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.